Event description:
It was reported the epg (external pulse generator) was pacing inappropriately while attached to a patient. There was no capture and no sensing reported, mostly after a pvc (premature ventricular contraction). The pvcs occurred, and the epg would pace, so it was not seeing the pvcs. When the menu button was pressed, "failed self-test" came up on the screen and an error message was also indicated. The epg was changed out and returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases are broken and contaminated. Battery release, battery drawer, lcd (liquid crystal display) and main printed circuit board are contaminated. Keyboard select key is collapsed. One battery contact is not seated properly (twisted). Side bail covers are broken.